Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The second report of two from the same facility involving an excel 23 khz tip (different lot number) that broke during a liver resection. The amplitude was showing 100 and the tissue selector was showing plus plus. There was pt contact, but no pt injury however, the surgery was delayed 45 minutes.